Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery with an intralase patient interface (pi) after the laser fired. It was noted that the procedure was completed and that one (1) flap/ring procedure was replaced. There was no patient injury reported.